Event description:
A 63 year old female with acute myocardial infarction and cardiogenic shock underwent placement of an impella cp (serial (B)(6), (B)(4); gu case (B)(4)) via right femoral arterial, percutaneous access. The device was implanted on (B)(6) 2026 at 18:39. During the course of support, the patient developed limb ischemia and major access site bleeding. According to the clinical team, the patient was on four pressors/inotropes and had known pad/pvd and obesity. Pulses in the affected limb were lost following repositioning unit insertion, with associated color change noted the morning of (B)(6) 2026. Based on the information provided, the patient experienced major access site bleeding and right lower extremity ischemia during impella cp support. These events occurred in the context of multiple contributing factors, including pad/pvd, high vasopressor requirements, and antithrombotic therapy. The clinical team attributed both injuries (bleeding and limb ischemia) to the impella device and elected to remove the pump, subsequently upsizing to a 17 fr va ECMO cannula via the same access site. Hemostasis required removal of the impella device and upsizing of the access site to a 17 fr va ECMO cannula. Four units of prbcs were administered. Forward suturing and gauze were utilized; introducer peel away occurred outside the body. These complications of bleeding and ischemia are consistent with known device-related and patient-related factors documented in the instructions for use (IFU). The patient survived the event and the impella explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> ischemia: the cause of the injury was not determined due to insufficient clinical details. Major bleed/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details